Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
This distributor reported on behalf of their customer that the ias12-100lpi, airseal 12/100mm lpi port, was being used during a robotic nephrectomy (cmr) procedure on (B)(6) 2023 when it was reported ¿the tip of the airseal 12mm 100mm cannula snapped off during the case. The exact moment this occurred is unclear as this was only discovered towards the end of the case when the airseal port was being removed from the abdomen." Further assessment found that the device did fragment and was retrieved using a ¿laparoscopic grasper¿. The procedure as completed with the use of an alternate 15mm trocar, and a 5-minute delay was reported. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device has not been returned for evaluation to date however the provided photographic evidence exhibits the reported event. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 81 complaints, regarding 84 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the ias12-100lpi, airseal 12/100mm lpi port, was being used during a robotic nephrectomy (cmr) procedure on 15mar23 when it was reported ¿the tip of the airseal 12mm 100mm cannula snapped off during the case. The exact moment this occurred is unclear as this was only discovered towards the end of the case when the airseal port was being removed from the abdomen." Further assessment found that the device did fragment and was retrieved using a ¿laparoscopic grasper¿. The procedure as completed with the use of an alternate 15mm trocar, and a 5-minute delay was reported. There was no report of injury, medical intervention, or hospitalization for the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.